Event description:
In (B)(6) 2012, it was reported by the patient that she was trying to find a doctor to remove and the ¿unit not working for years.¿ in addition, a complaint about the stimulation was reported: there was a loss of therapeutic effect. At this time, the patient¿s status was unknown. The patient was redirected to the healthcare professional (hcp). Later, on (B)(6) 2014, the patient reported that she had sought help from the manufacturer multiple times over ¿years¿ but was dissatisfied with the level of assistance received. The patient stated, ¿I walk around with a dead battery for two years.¿

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 399930, lot# v007049, implanted: (B)(6) 2006, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).